Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge and vaginal odor. Concurrent conditions included lower abdominal pain, low back pain, headache, uti, vaginal bleeding, menstruation abnormal, fatigue, menorrhagia, uterine leiomyoma, vaginitis, vulvovaginal candida, menses irregular with excessive bleeding, amenorrhea, sexually transmitted disease, bacterial vaginosis and uterine bleeding. Concomitant products included ciprofloxacin, docusate sodium, ibuprofen and ibuprofen (motrin). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse) other"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergic: rash/skin condition"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dermatitis ("dermatitis") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dyspareunia, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, migraine, headache, nausea, weight increased, dermatitis and depression outcome was unknown. The reporter considered bladder disorder, depression, dermatitis, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion (B)(6) 2012 as per pfs. Removal date is (B)(6) 2016 (as per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral implantation. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events dyspareunia (painful sexual intercourse) other, menorrhagia (heavy menstrual bleeding), allergic: rash/skin condition, bladder problem, urinary problem, vaginal discharge, fatigue, migraine, headaches, nausea, weight gain, abnormal uterine bleeding, dermatitis and depression was added. Surgery details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.